Event description:
It was reported that the patient had gastrointestinal (gi) bleeding on (B)(6) 2024. The patient had a hemoglobin (hgb) level of 5.8 grams/deciliter, a digital rectal examination (dre) found melena, and the patient's international normalized ratio (inr) was 6. The bleeding was noted to likely be secondary to arteriovenous malformations (avms). The left-ventricular assist device (lvad) was noted to function as expected, and it was planned to monitor the patient's labs monthly.

Manufacturer narrative:
A: the patient age, date of birth, gender, and weight were not provided. D4: the device serial and lot numbers were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected information: d6a - date of implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An esophagogastroduodenoscopy (egd) was done that showed gastric and duodenal avms, and an argon plasma coagulation was performed. The patient was put on a proton pump inhibitor (ppi) and restarted on sandostatin lar (octreotide). The patient's inr decreased down to 1.5-2.0.